Event description:
It was reported that during a tympanostomy, the patient's ear was thoroughly cleaned prior the iontophoresis with the tula kit. The iontophoresis was started and completed without complications. As the doctor made contact with ear drum the patient screamed in pain. The doctor attempted to deploy the tube quickly and made a myringotomy but the tube did not penetrate the tympanic membrane. The tube was retrieved. The patient calmed down enough to allow the doctor to try again but as soon as he made contact with the tympanic membrane again the patient screamed and would not allow for tube deployment. Therefore, the parent's opted to finish the procedure in the or. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no issues. A functional evaluation was performed on the returned device that the control module is operating within expected limits. Internal data found that the device functioned as expected during use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include patients with a history of sensitivity or allergic reaction to lidocaine or other local anesthetics. Based on this investigation, the need for corrective action is not indicated.